Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm occurred on second occurrence. The customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was not able to locate power error detected reoccurred within a week of troubleshoot on previous occurrence. Customer troubleshooting was performed. Customer was advised to that the insulin pump will need to be replaced and recommended customer refer to back up plan. The insulin pump will be returned for analysis.